Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. (B)(4). Investigation - evaluation a review of the complaint history, device history record, instructions for use, manufacturing instructions, quality control, as well as a functional test and dimensional verification of the returned device was conducted during the investigation. One 7fr triple lumen catheter was returned for investigation. A physical examination of the device showed that no kinks to the device were noted. An approximately 2.2cm section of the tip was cut off the catheter. It was noted that the extension tubes were crimped from the use of the blue clamps. No other surface damage was noted to the device. A wire was inserted into the red and blue hubs and exited out of the cut end of the catheter. A wire was then inserted into the white hub, with mild resistance noted while moving through the lumen. The wire guide was visible at the side port. The red lumen flushed slightly brown, no resistance was noted, and no debris was observed. The blue lumen was then flushed, and biomatter consistent with a small blood clot exited the cut catheter tip. A hemident mammal blood test was positive for the blood clot. The white lumen flushed dark brown with red specs. The catheter shaft outer diameter and the outside diameter of the extension tubing were all found to be within specification. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record revealed no nonconformances for lot ns8327439. The complete catheter lot ic8102930 showed three nonconformances. One of those nonconformances was found to be unrelated to this incident. One nonconformance involved five devices with ¿252, coating on unspecified areas¿, in which all affected devices were scrapped. The last nonconformance involved ten devices with ¿250-abrm in ID¿, in which all devices were scrapped. It was unable to be determined if these failure modes were related to the incident. It should be noted that there was one additional complaint reported for lot ns8327439 that is still under investigation. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings "...tip position should be verified by x-ray and monitored on a routine basis. Do not exceed the maximum flow rate of 10 ml/sec. Exceeding the maximum flow rate of 10 ml/sec may result in catheter failure and/or catheter tip displacement." Precautions ¿do not cut, trim or modify catheter or components prior to placement or intraoperatively." Suggested catheter maintenance "after catheter is placed and prior to use, tip position and lumen patency should be confirmed by free aspiration of venous blood. If blood is not freely aspirated, physician should immediately reevaluate catheter tip position. Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure.¿ based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. It is possible that the blood clot is the reason for the occlusion. However, it is also possible that the insertion site could not have been wide enough for catheter passage. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded no risk reduction activities are required at this time. The appropriate personnel have been notified and cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter became occluded after placement in the left femoral vein of a patient. The catheter was then removed and replaced with another cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter in the same insertion site and the procedure was completed successfully. During preparation of the device the physician was able to flush the device with saline. However, the lumens not being used were not filled with saline or heparinized saline before introduction into the patient. There were no adverse effects to the patient reported